Manufacturer narrative:
Device evaluation: 1 unit of lot number c2038395 of oacl-10-5 was returned opened not in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 09 nov 2023. Visual inspection: pushing catheter and guiding catheter returned, stent not returned. Hub returned detached from pushing catheter and guiding catheter. End of guiding catheter slightly observed to be frayed/damaged, no other damage observed. Functional inspection: leur lock cannot be unscrewed by hand or pliers manufacturing records: prior to distribution, all oacl-10-5 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for oacl-10-5 device of lot number c2038395 did not reveal any discrepancies that could have contributed to this complaint issue. The prd for this device (d00052022) instructs to inspect the flare using a flare gauge (ipet2074) using the 10 french opening on the gauge. Review historical data: a review of the manufacturing records for the oacl-10-5 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2038395. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. The japanese packaging insert (c-es0505w10) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause analysis: a definitive root cause could be attributed to user error and the use of a smaller than required size (0.025 inch) wire guide. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wire guide was used with the oacl-10-15 device. Information received stated in the answer to q.11 that the procedure was finished using the same device, this would be considered additional user error. The device malfunctions of a detached hub (adapter), damage to the guiding catheter and inability to unscrew the leur lock were all cascading effects of the user error. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary of investigation: according to the customer, adapter of a guiding catheter was damaged. Confirmed quantity of 1 device , confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error and the use of a smaller than required size (0.025 inch) wire guide. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wire guide was used with the oacl-10-15 device. Information received stated in the answer to q.11 that the procedure was finished using the same device, this would be considered additional user error. The device malfunctions of a detached hub (adapter), damage to the guiding catheter and inability to unscrew the leur lock were all cascading effects of the user error. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 09-may-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After est, a guidewire was placed in the bile duct and oacl-10-5 was advanced over it. A stent was attempted to be placed beyond the stenosis part, but the adapter of guiding catheter came off. The procedure was completed by directly pulling the guiding catheter and placing the stent. It came off even though the user didn't really put any effort into it. No health hazard. User's comment: the adapter came off even though I didn't really put any effort into it. 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/jf290v 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 6 was resistance encountered when advancing the wire guide to the target location? No. 7 was resistance encountered when advancing the introduction system in place to the target location? No. 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? Perspective image. 10 where was the stricture located in the duct? Common biliary duct 11 was the stricture dilated prior to placing the device? No. 12 was resistance encountered when advancing the stent through the obstructed area? Yes. 13 after placement, was stent position verified? Yes. 14 if yes, please describe how. Perspective image. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? No. 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No. 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Yes. Olympus/visiglide .025 angled 25 did the patient require any additional procedures as a result of this event? 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? 29 if yes, please specify what was observed and where on the device it was observed.